Manufacturer narrative:
The biomedical engineer reports that the bedside monitor's (bsm) in the ed department were experiencing intermittent communication loss due to a bad access point. There was no reported patient harm or injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. The following device were being used in conjunction with the bsm. Concomitant medical products. Wlan access point model: ys -113p7.

Event description:
The biomedical engineer reports that the bedside monitor (bsm) in the ed department were experiencing intermittent communication loss due to a bad access point. There was no reported patient harm or injury.

Manufacturer narrative:
H10: additional narrative: on 05/10/19, customer reported the ed department bedside monitors were losing communication intermittently. Service requested troubleshooting/assistance. Service performed bme found an access point (ap) which did not have power. The ap was changed out which bme reported helped out a lot. Nka employee went onsite and did the following: 1. Provisioning nk-aps and bsm for connectivity. 2. Doing the heatmap spectrum analyst on entire 1st floor. 3. Relocation nk-ap#2 by moving forward away from the front wall. 4. Relocation nk-ap#6 and nk-ap#8 by moving forward to 5 feet. 5. Provisioning nk-aps and bsm. 6. Doing the heatmap spectrum on entire 1st floor (final). 7. Updated all nk-aps with the latest firmware version 1.32. 8. Report for system activities. Investigation result. There was a reported issue of intermittent communication loss on bedside monitors in the ed department. This issue was not isolated to a unit. Issue appeared to be combination of bad ap and ap placement. Issue was resolved by replacing the bad ap and moving other ap's to get better coverage of the trouble area(room 2). Customer reported in ticket (B)(4) that room 2 in the ER had been working great since onsite troubleshooting. Product information for the access point (ys-113p7) suspected to be bad was not provided. Unit was not returned and nka evaluation was not performed. This is a supporting equipment not a patient monitoring device. It is unknown the age and condition of the unit. Connectivity issues appear to be caused by ap placement. There were no further reported issues with room 2 after ap's were moved during onsite troubleshooting. Customer later reported intermittent connectivity issues in another room (see 63120). Based on the given information, this issue is not suspected to be caused by deficiency of the patient monitoring device or its design. Corrected information: d10. Device available for evaluation? Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? Additional information, correction; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The biomedical engineer reports that the bedside monitor (bsm) in the ed department were experiencing intermittent communication loss due to a bad access point. There was no reported patient harm or injury.